Event description:
A (uchra) universal compact h.r. Assembly luminant doesn't sit properly; the front, left side doesn't screw on easily. There was no pt contact, no delay or injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.